Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email from a customer who reported an unknown issue while using the adc freestyle libre product issue. Additionally, the customer reported that they had a medical event "due to a product issues,¿ however no further details were provided by the customer. The customer reported an "ambulance trip and one neighbor driving a disable canadian to the hospital," however it is unclear if this information was related to the medical event or candid speech. No additional information was provided. There was no report of death or permanent injury.